Event description:
A customer complaint was received that their acl advance coagulation analyzer did not flag an erroneous prothrombin time (pt) result. The pt reagent in use was hemosil recombiplas tin [510(k) no. K043184]. In this rare occurrence, the acquistion time (standard and/or extended) did not allow sufficient time to acquire data and therefore, the baseline noise met the criteria to define the clot point. The case involved a pt with an unusally elevated inr (>7.0), considerably higher than the therapeutic range of 1.5-4.5. A second sample was also misreported, but flagged with a warning "first point is within roi [region of interest]". For this flag, the operator's manual directs customers to "review curve, if no visible failures, report results". A review of the clot curve for this result showed it to be clearly abnormal. Note: to our knowledge, there was no impact on pt treatment with this incident.